Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The reported issue an under infusion event wherein the pump "auto programmed" 50.4ml to be administered over 1 hour, instead of the intended volume of 56.7ml was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, high level steps/procedure draft an email and address it to productcomplaints@bd.com and request that a resource be assigned to address the complaint. Also request a customer advocacy case number to attach to the sap crm case. Within the email include the following information: case escalted to dchu . No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported an under infusion event wherein the pump "auto programmed" 50.4ml to be administered over 1 hour, instead of the intended volume of 56.7ml. Dose adjustment was made manually to guarantee that full dose was given to the patient. Patient received the full dose. The hospital pharmacist did a test run on a pump (not on real patient). The end user selected alteplase on the pump with indication as "dose 0.9mg/kg total for stroke". Test patient's weight was entered as "70kg" and the total dose was 63ml. The hourly dose was calculated and shown by the pump as 0.81mg/kg with volume of 56.7ml. The bolus dose was calculated as 0.09mg/kg with volume of 6.3ml. The pump gave the bolus dose over one minute (6.3ml). Thereafter, rather than infusing the 0.81mg/kg (56.7ml), it administered a lesser volume than programmed (50.4ml). The pump was subtracting the bolus dose (6.3ml) from the 0.81mg/kg dose so the patient was receiving 10% less. There was patient involvement but although requested, the information on patient harm is unknown.